Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experiences intermittent burning sensation for 5 minutes each time and two or three times every month. He recharges his battery once every month.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the manufacturer representative (rep) visited the patient in agreement with the nurses to their gp. The battery was 100% recharged, no problem with it. The recharger was functioning properly from what I could see. Peeping normally, linking normally, recharging properly. The battery ins of the patient was working well, no impedances problem. The nurse think this is the patient itself that has this sensation ¿ patient implanted for pain. The nurse has arranged to see the patient and changed his programming setting, that she think is the reason why they are experiencing this sensation. I don¿t know when will be the appointment. I have not been asked to come to the appointment, but the problem does not come from the recharging system and does not seem to come either from the ins. Complain can be closed as no additional information will be provided by hcps.